Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check belt messages, damaged cable) was confirmed. As received, the belt could not completed testing. Upon evaluation, the cable connecting ECG a and b to the front therapy electrode (te) was pulled from strain relief, damaging the j703 connector on the dn pca board. The cause of the test failure and the reported alarms is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving adjust belt/check belt messages and had a damaged cable.